Manufacturer narrative:
The insulin pump was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool shows that pump alarmed low battery and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. No unexpected pump error alarms, or low battery alarms noted during testing. The pump was received with scratched case, pillowing keypad overlay, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
(B)(6) 2017 - pst ice batch user (batch_ice); (B)(4); complaint status: in process mdt initial contact: (B)(6); taken by: (B)(6); low battery second call. Confirm red battery icon. Customer used new batteries: yes. Battery type:aa alkaline. Expired: no. Battery longevity: 2 hours. Last battery change: (B)(6) 2017 18:00. Sensor feature on. Backlight timeout set: 1 min. Lifestyle, br etc not changed. Excessive button pressing. Frequently backlight use. Yes daily rewinds. No unattended alarms. Rf off, vibra on, use contour link: yes. No frequently uploads. Anomaly persist with replacement battery cap. Sending replacement. Country: (B)(4); input date: 07/26/2017; warranty start: 09/13/2016; warranty end: 09/12/2020; batch - ng1107055h. (B)(6) 2017 - pst ice batch user (batch_ice); (B)(4); complaint status: in process mdt initial contact: (B)(6), taken by: (B)(6); low battery second call. Confirm red battery icon. Customer used new batteries: yes. Battery type:aa alkaline. Expired:no. Battery longevity: 2 hours. Last battery change: (B)(6) 2017 18:00. Sensor feature on . Backlight timeout set: 1 min. Lifestyle, br etc not changed. Excessive button pressing. Frequently backlight use. Yes daily rewinds. No unattended alarms. Rf off, vibra on, use contour link: yes. No frequently uploads. Anomaly persist with replacement battery cap. Sending replacement. Country: (B)(4);input date: 07/26/2017, warranty start: 09/13/2016, warranty end: 09/12/2020 batch - ng1107055h.